Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation found heavy salt accumulation at the drainage eye and also inflation eye, which caused the non-deflation issue. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to user related (example: over aspirated, incorrect syringe, high urinary salt content)/collapse lumen. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 10th day after placement. As the water was not able to be aspirated by a syringe, the valve part was cut, but failed to remove the water. Eventually, a urologist punctured the balloon from the side of the catheter to remove the water. It was further reported that there was a crack on the catheter shaft. Per additional information via mail from ibc on 18aug2020, the balloon was intact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 10th day after placement. As the water was not able to be aspirated by a syringe, the valve part was cut, but failed to remove the water. Eventually, a urologist punctured the balloon from the side of the catheter to remove the water. It was further reported that there was a crack on the catheter shaft. Per additional information via mail from ibc on 18aug2020, the balloon was intact.